Manufacturer narrative:
The complaint's device malfunction occurred on newly installed unit in ER used for additional surveillance monitoring in room with cic central. We had just become aware of the freeze malfunction and were in the process of investigation and engineering a correction. We sent a loaner unit to customer with interim mitigation software and verified with customer functionality. There were 16 additional units installed in new unit that was not live yet and they needed them corrected before the go live date. We went to customer's facility and corrected all 16 devices on (B)(6) 2015. Follow-up with customer has verified no further malfunction. All customers with this device revision were contacted to see if anyone else was experiencing this behavior. No other customer experienced this issue to date. Through in-depth testing and communication with manufacturer of our network controller device, as well as web searches, we determined the root cause of the malfunction, a defect in the device's network controller chip. It took 6 weeks to develop and validate a solution that could be used for a correction for newly manufactured devices. The field correction solution is currently in validation. Vidco has never had a device involved in and responsible for an adverse event. We were and still are unclear whether reporting this malfunction was necessary, but decided to act on the side of caution even though we were several months past the initial discovery of the malfunction.

Event description:
Customer at (B)(6) hospital called to report a device they had installed was periodically freezing up and could only be made operational again through cycling power to the device.